Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing unexpected restarts for about a week. Customer's last blood glucose level was 132 mg/dl. Customer had an external ram error. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Unexpected restart is recurring during normal pump use. Customer was advised to monitor the pump and that they may continue to wear the pump until the replacement arrives. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to send back his pump. No further assistance needed.